Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose and diabetic ketoacidosis on from (B)(6) 2017 for 2 days with unknown blood glucose levels at the time of the incident. The customer also got a no delivery alarm and motor error alarms. The customer used the pump to treat. The customer experienced symptoms such as feeling fatigued and dry mouth. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.